Event description:
The customer reported as follows: "physician pulled sheath back up and over a very steep, tortuous, angulated, and calcified bifurcation. The sheath separated then separated." Patient present at time of event?: yes. Patient complications: no patient complications. Type of procedure: angiogram superficial. Device/procedure outcome: procedure completed,different device used (same model)patient outcome: f26: no health. Consequences or impact. As reported device codes: 1188: detachment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions. On 12.06.2024 the customer provided below additional information: 1. In which step of the procedure event occurred (advancing the sheath / relocation / removal)? Removal. 2. Please describe the patient anatomy during operation. Steel bifurcation, heavily calcified. 3. Please describe the applied procedure in detail including all other used devices (product name, product code) and infusion liquids (product name, product code). Unknown. 4. Was there increased resistance felt during the procedure, e.g. Due to calcification or scar tissue? Unknown. 5. What was the physician experience level on this type of treatment/procedure? How many similar operations has he done before? Very experienced vascular surgeon with many successful procedures documented.

Manufacturer narrative:
Initial report submitted on 04 jun 2024, per MFR report #: 3003637635-2024-00014. The complaint devices was not returned. Therefore testing of the actual device in the reported adverse event is possible. The DHR/batch record review showed that there is no production or design issue that can lead to the defect which caused the complaint case. Root cause is underminable.

Manufacturer narrative:
The root cause of the incident is unknown at the time of the initial report. The complaint device will not be returned for an evaluation. The DHR review, which examines the DHR, ncrs, and ecos will be done as part of the root cause investigation.

Event description:
The customer reported as follows: "physician pulled sheath back up and over a very steep, tortuous, angulated, and calcified bifurcation. The sheath separated then separated." Patient present at time of event?: yes patient complications: no patient complications type of procedure: angiogram superficial device/procedure outcome: procedure completed,different device used (same model)patient outcome: f26: no health consequences or impact as reported device codes: 1188: detachment of device or device component as reported patient codes: 9398: no clinical signs, symptoms or conditions.